Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, upstream occlusion alarm not working properly was not reproduced. A review of the event history log (ehl) showed evidence of upstream occlusion. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the ultrasonic sensor being out of calibration. The ultrasonic sensor requires calibration to address this issue. Functional testing and a review of the event history log were performed for "does not stop infusion w/ alarm rings" and did not identify any issues related to the customer reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed upstream occlusion. After alarming, the pump did not stop infusing. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.